Event description:
It was reported that during a sigmoidectomy procedure, the circular stapler was closed. The knife cut the tissue but only half of the staple line was closed. The other half was totally open and the anastamosis was open. The surgeon did a new anastamosis with a different device. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.